Manufacturer narrative:
The device was evaluated. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: air/water-cylinder and suction-cylinder had no color; grip and universal cord had a scratch; distal end was shaved; there was a crack at adhesive around light guide lens and adhesive around objective lens. As per evaluation, parts must be replaced due to annual inspection. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the duodenoscope to olympus repair with no reported allegation. There were no reports of patient harm. The device was evaluated. During the device evaluation found the distal end with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object was attached to/clogged the tip, and the foreign object was probably worn adhesive, but it was not possible to identify any more specific foreign object. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. Physical damage (scratching) has been confirmed in areas where foreign matter remained. There is a possibility that the reprocessing was not carried out correctly due to the scratches. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.